Event description:
Overdelivery reported. The pump was reportedly set to infuse lactated ringers with 10meq potassium chloride at 75ml/hr. The solution emptied in half the expected time. A nurse states the calculated delivery rate was approximately 145ml/hr. She then looked at the IV history record and determined that the previous IV bag had also emptied "too soon." The pump was switched out. No adverse pt effects were reported.

Manufacturer narrative:
The pump passed performance verification testing within product specification. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare plum products is 0.58/million sets.